Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer observed a false positive troponin-I result for one patient on the architect i1000sr analyzer. The following data was provided: initial 2.12 ng/ml, repeat 2.173 ng/ml. The patient complained of right chest pain for 2 weeks and had no clinical findings, including negative ck and ck-mb and no findings of a myocardial infarction on an electrocardiogram. There was no impact to patient management. The patient continues to take voltaren (nsaid) for pain.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and accuracy testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Since the lot number was unknown, accuracy testing of a representative lot (36932un14) was reviewed to demonstrate acceptable assay performance. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.